Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the interrogation of the system controller history by the healthcare professional revealed a no external power alarm that had occurred on (B)(6) 2019. The patient denied any loss of power or complete power disconnect. Technical services review the submitted log file and confirmed the no external power alarm. This was caused by power to the mobile power unit (mpu) being briefly interrupted. This may have been due to the power cord coming loose from the mpu connection, the wall outlet, or the patient¿s home losing power.

Event description:
Additional information: it was reported that the power cord did not disconnect from the wall outlet and the power cord did not disconnect from mpu. No further information was reported.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarm was confirmed with the data captured in log file (B)(4) submitted on march 18, 2019. The log file captured no external power alarm events on march 12 at 4:52 am. The alarm was related to a loss of power from the mobile power unit. The system reverted to the internal 11v backup battery for power and continued to operate at the stored speed of 5,500 rpm. The mobile power unit was not exchanged and remains in use. To date, the mobile power unit (serial # unavailable) associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if additional pertinent information is received. No further information was provided. The manufacturer is closing the file on this event.